Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the ER for an unrelated event. Some kind of re-entrant tachycardia with competitive atrial pacing resulting in an inappropriate mode switch was observed. The patient was stable and discharged.